Event description:
Medline, a distributor of biomed wound cleanser under its brand nanme reached out for assistance in an email from its quality team: "we received a complaint which our clinical team determined was an MDR. Regarding product msc6001, the customer stated "I used skintegrity wound cleanser on my very large wound and it now has black spots in it and is infected. I have to have another surgery on it." We tried reaching out to the customer for more information but were unsuccessful. The customer did not provide a sample or lot number. I understand without this information we cannot investigate thoroughly, however would you be able to review the last 12 months of batch records for any abnormalities? Additionally, would you be able to send the risk documentation (design, process, and user fmeas) around this issue? We have a dfmea on file but I want to make sure we're getting the most current fmeas from biomed. Could you please address these questions urgently? Thank you!"

Manufacturer narrative:
There is insufficient information for the device manufacturer to followup. The distributor wrote that the user did not communicate with it. The device was not returned and no lot number information. In additon, review of batch record for release since 2021, there was no obvious issue noted. All batches met specifications, including microbiological studies.